Manufacturer narrative:
Investigation: "returned sample evaluation" n/a "lot number / product family history" complaint trending review of this lot for this issue reveals 1 complaint (including this one). "DHR/bhr review" "we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Needles were packed in january 15-17th, 2016 during which 58 visual inspections of 100 units each were carried out within spec. Research found no issue or qn in assembled needle batch #6007107 which were assembled in machine (B)(4) (january 10-16th, 2016) during which 257 visual inspections were carried out with zero defects noted." Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode the customer complaint is related to presence of pin rack in the needle's hub, no confirmed since no sample neither picture have been provided. Root cause: "in order to move the pieces through the assembling process, the needles are located in some plastic racks made of green polycarbonate. Based on the reported issue, our opinion is that one of these """"rack pins"""" may break as a consequence of any blockage in the manufacturing process remaining attached to the needle. Based on all the preventive measures and our stringent sampling procedures, we are certain that this has been an isolated issue and any recurrence is really unlikely." "CAPA determination results" no - based on an evaluation of severity and occurrence it was determinated that no corrective action is required at this time.

Event description:
It was reported that foreign matter was found on the tip of the bd microlance¿ hypodermic needle. There was no report of injury or medical intervention.